Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that one of the battery pins in battery well #2 was loose. Physio replaced all 4 battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power off by itself when bumped. There was no patient use associated with the reported event.